Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted with resetting the pump by cts, and the malfunction code did not recur after the reset. Cts advised the customer to continue using the pump and to call back if any malfunction code recurs. The caller acknowledged and understood these instructions.